Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that transport of the oec 7700 system was negatively impacted due to a mechanical problem associated with the wig-wag assembly. There was no report of patient injury.